Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the company representative interrogated the implantable cardioverter defibrillator (ICD) and it was noted to have a large amount of diagnostics and episodes recorded. It was noted the representative had the device in their trunk stock several months ago. The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.